Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that battery longevity was short and had to be changed every day. It was reported that insulin pump shut off during the night causing high blood glucose of 500 mg/dl. Caller was not able to rewind due to display screen being frozen and buttons were not responding. Troubleshooting could not be performed due to customer not being available with insulin pump.